Manufacturer narrative:
The insulin pump had blank display due to moisture damage electronic assembly. The insulin pump had scratched lcd window, cracked display window corners, battery tube threads cracked and broken belt clip slot. No brown discoloring noted on battery tube. Analysis was unable to verify unit getting hot due to blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 99 mg/dl at the time of incident. The customer stated that the insulin pump was blank for a period of time. The customer stated that there was discoloration on the battery compartment. The insulin pump will be returned for analysis.